Manufacturer narrative:
(B)(4). Batch # l54753. The following information was requested, but unavailable: what type of procedure was the device used in? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? How was the case completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Response: no further info is available the ec60a device was received for analysis with no visual non-conformances and with an ecr60m cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Event description:
It was reported that during an unknown procedure, the device wouldn't unlock. It is unknown how the case was completed. There were no patient consequences reported.